Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided by the patient's wife, clarifying the initial report of patient hospitalized for surgery on (B)(6) 2015. Patient's wife reported that patient was hospitalized for surgery related to an automobile accident that occurred on (B)(6) 2015. Patient was wearing dexcom continuous glucose monitor (cgm) at the time of the accident. Patient sustained a neck fracture and has a limited ability to swallow from accident related injuries. Patient started rehabilitation approximately one week after surgical intervention. Additionally, it was reported that the patient's cgm was crushed in the accident. Patient has since been checking blood glucose (bg) values using his finger stick glucometer. Patient's wife reported that patient's bg values have been within acceptable ranges. Patient's bg values were also within acceptable ranges the morning of the accident. At the time of contact, patient's wife reported that the patient remains in rehabilitation and that his condition has improved. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015, to report a patient was hospitalized for surgery on (B)(6) 2015. Patient's wife stated surgery and hospitalization were unrelated to dexcom or diabetes. No additional event or patient information is available.